Event description:
It was reported that following the implantation of an elevate posterior graft the patient experienced urge incontinence, dysuria, and hematuria and recurrent urinary tract infections. The patient was prescribed medication and the event is considered ongoing. There were no further patient complications reported as a result of this event.